Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse performed the 9.4 backlight field action, including the cable assembly, which resolved the issue. No other components were replaced or repaired. The unit passed all tests and calibrations per the service manual, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4). A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcb and upgraded graded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
Covidien received information that both the upper and lower displays on the 840 ventilator were blank. The malfunction did not occur during patient use.